Event description:
Acct reports that the stopcocks "are leaking". States they utilize the 3way stopcock as a 4way stopcock and have done this a long time without any leaking. Now they are experiencing leaking. No pt injury occurred with incident. Acct states the stopcock leaks esp when they have lines in two of the ports. States they do not use deprivan.